Manufacturer narrative:
Box b: description of event or problem should be reported as the manufacturer received a voluntary medwatch (mw5103160) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging headaches almost daily and headaches were non-existent when not using the device and eye irritation, dizziness and headache. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. Box h6: patient outcome code grid is updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5103160) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging headaches almost daily and headaches were non-existent when not using the device. The patient states they noticed the length of use each night was directly related to the severity of the headache the next day. The patient also experienced several issues of "funny feelings in my chest, it wasn't really pressure and it was hard to describe". The patient reports that the first month off the machine they had no headaches and now experience them on some days without using the machine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.